Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed unexpected restart after he turned on the old device. He declined to troubleshoot for the issue. The customer's blood glucose was 476 mg/dl. He attributed the high blood glucose to his having eaten candy and dinner. He advised that he gave himself a bolus to treat for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.